Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. Lesion morphology was reported to be moderate tortuosity and moderate calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the delivery system was inserted; however while attempting to cross the lesion, it got caught at the ostium. The guide catheter and the delivery system were removed. It was noted upon removal that the stent had dislodged. The stent was found in the aorta. The physician attempted to snare the stent; as soon as snare went into the sheath, the stent went downstream. The stent remains in the pt. The lesion was treated with two stents from another MFR. The pt is fine.

Manufacturer narrative:
Evaluation: results: (embolism-device), (moderate tortuosity and moderate calcification with 90% stenosis). Conclusions: (moderate tortuosity and moderate calcification with 90% stenosis). Secondary intervention.